Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed a message several times that the programmer has overheated. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a displayed message indicating the unit had overheated via the error log and the power supply was therefore replaced. It was further noted that the micro processing unit printed circuit board was out of specification and it was also replaced. Analysis additionally noted that the system fan was intermittently noisy, the power cord bay was broken, the lower case was damaged and worn and the upper case stripped, the display overlay was out of specification and the media bay door was damaged. All found defective parts were replaced and the display overlay calibrated, the hard drive was reconfigured and the software reloaded.